Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with acute pain. The patient had noted the pain for about 6 months now. The patient was needing to turn his stim up higher and higher to get relief. The patient was almost to (B)(6). The patient had to change his 9v battery daily. The location of the patient's symptoms included right leg, back and buttocks. The patient was at home. The hcp (health care professional) told the patient he had so much scar tissue built up that stim was not working as well. The patient had had 3 surgeries to remove scar tissue. The patient's physician was aware of pt's pain. The patient had had a total of 6 surgeries that related to implanting or explanting the device. With 5 out of the 6 surgeries that took place, the patient got an infection. See manufacturer's report # 6000032-2012-00058. With the second ins that was implanted, the patient had another bad infection. The hcp tried to give the patient antibiotics for 2 weeks before the surgery but it didn't help. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1997-(B)(6), product typ extension product ID 3587a, lot# la3581, implanted: 2003-(B)(6), product typ lead. (B)(4).